Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The lesion being treated was de novo, 89-90% stenosed, 3.0x20mm and located in the non-calcified, left anterior descending / left circumflex. The physician introduced the stent delivery system, but it was difficult to advance. The stent delivery system was removed and the distal portion of the taxus liberte stent was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A strut on the first row at the proximal end of the stent was raised. There were also kinks identified along the entire length of the hypotube shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The lesion being treated was de novo, 89-90% stenosed, 3.0x20mm and located in the non-calcified, left anterior descending / left circumflex. The physician introducted the stent delivery system, but it was difficult to advance. The stent delivery system was removed and the distal portion of the taxus liberte stent was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).